Event description:
Pt was receiving pamidrinate. 75% of the way through infusion it was noticed that the pump was infusing much slower than programmed. Medication drip was then put through new pump and infusion was completed. Broken pump was labeled "broken not dripping correctly" and was placed in the dirty utility.